Event description:
Customer reported that she had severe high blood glucose of over 500 mg/dl due to her insulin pump did not deliver any insulin and did not alarmed no delivery. Customer stated that she prime the tubing a few times, but no drops will come out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.